Manufacturer narrative:
Concomitant medical products: addrl1 ipg implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented four day history of episodic presyncope, dyspnea and fatigue. Pacing spikes and non capture were noted on initial incoming electrocardiogram (ECG). The lead was reprogrammed and later capped and replaced. No further patient complications have been reported as a result of this event.